Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) due to muscle palpitations. Upon interrogation, it was discovered the device was in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.